Manufacturer narrative:
This device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker experienced a fall resulting in a femur fracture. It remains unknown whether the device contributed to the event. Additional information regarding the exact date of the event could not be obtained; therefore, it is unknown whether there were any device-related episodes at the time of the event. Additionally, the patient does not have a cardiologist, and their device has not been checked in over a year. Technical services (ts) noted that the presenting electrogram (egm) demonstrated normal device function and all pacing impedance measurements were within range for the right atrial (ra) lead and the right ventricular (rv) lead. No additional adverse patient effects were reported. This pacemaker remains in service.